Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer was unable to charge the pump using the tandem-provided supplies. The customer's blood glucose level had no adverse impact. Reportedly, the customer was able to successfully charge the pump using a secondary tandem cable and wall power adapter.